Event description:
It was reported that stent foreshortening occurred. The more than 50% stenosed target lesion was located in the moderately tortuous and mildly calcified internal iliac vein. A 18 x 90mm x 75cm wallstent uni stent was advanced for treatment. The stent was fully expanded; however, after deployment, the stent foreshortened by 8mm-10mm. The procedure was completed with another of same device. No patient complications were reported and the patient condition was good.